Manufacturer narrative:
Pod was received with cannula deployed. No damages were found on formed needle and bottom housing that would cause infection at the pod infusion site. The exact cause of the reported infection could not be determined. The exposed soft cannula was found to be kinked. It could not determined when this damage to soft cannula occurred or if it linked to the reported event of infection at pod infusion site. Fluid passed freely through the complete fluid path, even though the soft cannula was kinked.

Manufacturer narrative:
The device has not been returned/received to date. If received a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. For your reference, insulet modified our internal investigation finding codes effective 25 may 2020 as part of an effort to improve the classification of findings to improve the power of trending data and make the findings more intuitive. The new findings codes will use the system of finding category (e.g. Hardware component), followed by the affected component (e.g. Needle), followed by the condition (e.g. Bent). Therefore you may notice findings that appear to be new or different but in fact are just renamed for improved data value. Insulet would be happy to explain any mapping of the old to new finding codes if you have any questions.

Event description:
It was reported that after wearing the pod on the leg between 36 and 48 hours, the site was hurting and infected. The patient visited the doctor's office where was prescribed antibiotics (name not specified) to take for 5 days and treat the affected area.